Manufacturer narrative:
The facility spoke with a company technical support specialist. The technical support specialist advised the facility to exit out of vitrectomy mode and then enter vitrectomy mode again. The customer reported they would monitor the system and report any additional problems. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
Adverse event(s): "chamber collapse" (collapse). Product problem(s): "unk device problem" (no known device problem). A customer reported during a case the chamber collapsed. No additional information was given. Additional information was rec'd: the nurse reported that there was no adverse event.